Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter began reading inaccurately about a month prior to contacting lfs when he obtained alleged inaccurately erratic blood glucose results which differed by 200 points. He reported that on an unknown date and time he obtained results of ¿300+ and 120 mg/dl¿, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with novolog insulin and glimepiride oral medication. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that about a month after the start of the alleged issue, and about 3 hours prior to contacting lfs, he developed symptoms of ¿shaky and dizzy and felt [he] might pass out.¿ he reported that he self-treated his symptoms by taking glucose tables/gel as well as increasing his carbohydrates and drinking orange juice. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and confirmed that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.